Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
The complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention to prevent human harm was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the event log and the pump involved in the event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities. The pump was found to meet its specifications and successfully passed accuracy testing.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention to prevent human harm was reported.

Event description:
The complaint was reported by a customer from USA. Delivery issue.